Event description:
Information was received that the cadd prizm vip pump over infused (B)(4). No reported adverse effects.

Manufacturer narrative:
Additional information received on 13-dec-2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of upstream occlusion alarm. The pump was visually inspected, and delivery testing performed. The pump failed delivery testing. During investigation three separate delivery accuracy tests were performed; and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service trimmed the pump expulsor to correct the reported problem. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time.

Event description:
It was reported that the device was over infusing during bench test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Upstream occlusion alarm was found in event history log. Three separate delivery accuracy tests were performed; at least one test was outside the pump?s delivery accuracy manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced expulsor. D4: UDI information is unknown. G5: premarket (510k) number is unknown.